Event description:
A surgeon reported unexpected results, irregular ablation pattern and induced irregular astigmatism in the right eye of one patient following refractive surgery. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. (B)(4).